Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total gastrectomy, the cartridge didn't work well on the 1st firing, when the device was tried to be used to create a jejunal pouch, the handle could not be squeezed well, so the cartridge was replaced. After the procedure the device was tried again and firing was completed. The surgical time was extended by less than 30 min. There was no patient harm.